Event description:
It was reported that this pacemaker system was observed to exhibit oversensing noise and pacing inhibition on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the patient is pacing dependent and that the rv lead is a non-boston scientific lead. Upon review, ts noted that the oversensed rv lead noises appeared to be either electromagnetic interference (emi) or myopotential in nature. Ts also noted a sudden intermittent increase in rv lead pacing impedance measurements from 480 to 580 ohms. Ts discussed programming options with the hcp. At this time, the pacemaker and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.